Manufacturer narrative:
The rebar-18 micro catheter has a labeled ID (inner diameter) of 0.021¿. Per the concerto IFU (instructions for use): concerto nylon detachable coils with diameters of 2mm to 4mm should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿. Therefore, the rebar-18 micro catheter was found to be compatible for use with the concerto coil. The concerto implant coil returned without the introducer sheath. The concerto implant coil pushwire was found to be bent at ~11.0cm, ~166.6cm and kinked at ~176.0 from proximal end. In addition, the concerto implant coil was found to be detached. Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be present. The concerto coil could not be used for testing with the returned rebar-18 micro catheter due to its damaged condition. All other subassemblies appeared to be normal and no other anomalies were observed. Upon visual inspection the detached concerto implant coil was found to be stuck within the catheter. The concerto implant coil was then removed. The implant coil was found to be stretched and damaged. The rebar-18 could not be used for resistance testing due to its damaged condition. No other anomalies were observed. The concerto coils were returned for analysis with the rebar-18 micro catheter. The rebar-18 was found to be compatible with the concerto coils. However, the rebar-18 micro catheter could not be used for resistance testing due to its damaged condition. Therefore; any contributing factors (other than inner diameter specification) from the rebar-18 micro catheter could not be assessed. The concerto coil was returned without the introducer sheath. The concerto implant coil pushwire was found to be bent. The concerto implant coil was found to be detached and stuck within the rebar micro catheter. Once removed, the concerto implant coil was found to be stretched and damaged. It is likely that the damage to the concerto implant coil and pushwire occurred during the attempt to push the coil through the micro catheter against the reported resistance. The detached concerto implant coil was found to be stuck within the micro catheter body. It is likely that the coil detachment occurred during the attempt to push the coil through the micro catheter against the reported resistance. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed. However, the root cause could not be determined. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pv-14-30-helix was successfully inserted and advanced through the microcatheter under the instructions for use (IFU) procedure. However, before the coils came out from the distal lumen of the microcatheter for deployment, the surgeons felt a huge resistance in delivering the coil out of the microcatheter into the internal iliac artery. Hence, the surgeon directly pulled out the coil and tried the procedure again, but the delivery still failed. The device was replaced with a pv-12-30-helix where it was successfully inserted and advanced through the microcatheter under IFU procedure. However, before the coils came out from the distal lumen of the microcatheter for deployment, the surgeons again felt a huge resistance in delivering the coil out of the microcatheter into the internal iliac artery. Hence, the deployment failed. Also, the pv-12-30-helix could not be pulled out due to the resistance, and thus the coil was kept in the microcatheter the device was replaced with a pv-12-30-helix. It was noted that there was no damage with the either the catheters or coils. The patient was undergoing surgery for an embolization of the internal iliac artery in endovascular aneurysm repair (evar) treatment. It was noted that the vessel tortuosity was normal. There were no patient symptoms associated with the event. The devices were prepared as indicated in the IFU. Ancillary devices: 5 fr c1 guide catheter, rebar 18 microcatheter, 0.035 terumo guidewire.